Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D3: manufacturer address 1- tavor building 1, industrial park.

Event description:
It was reported insufficient ice occurred due to device malfunction. A cryohit machine for MRI system was reported to have a defective dryer part which was resulting in frequent needle blockages. Due to this malfunction, insufficient ice formation occurred with this device. Troubleshooting steps were taken resulting in no success in resolving this event. No patient complications reported.